Event description:
A report was received that the patient experienced a superficial infection at the trial lead implantation site; the patient had excretion and an epidural abscess. The physician prescribed levaquin and hot packs. The patient is reportedly doing well after the treatment.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. Additional suspect device components involved in the event: model: sc-2138-50; description: linear lead (phase iiia) 50 cm. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is a final report.